Event description:
It was reported that, ''the surgeon noticed a flake of plastic inside the trunnion of the femoral head. It was reported that it appears to have rubbed off the plastic post of the packaging."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.